Manufacturer narrative:
(B)(4). Batch #: t94y0j. The following information was requested, but unavailable: is the white tissue pad completely missing from the clamp arm of the device? Was the broken piece removed easily from the patient's body? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the sealing material fell into the cavity (white material of the ultrasonic shears sealing). No further information can be obtained.